Event description:
Technical services received a call on 11/08/2011 from sales rep. They are seeing noise on the mdt rv rate sense and shock egm. No physician or hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).